Event description:
It was reported that a malfunction alarm occurred with the customer¿s device. There was no adverse impact on the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup insulin therapy. Technical support confirmed the issue with the pump, which was confirmed to be under warranty. The customer was instructed to put the pump into storage mode and return it to tandem using a pre-paid label. A replacement pump was provided.